Event description:
A physician reported that a patient expressed dissatisfaction with their vision and subsequently underwent an intraocular lens (iol) exchange in the right eye (od). It was stated that the explant was not attributed to any malfunction of the iol. There were no recorded patient injuries, and no complications such as capsular tear, vitrectomy, or suturing were reported. The patient did not require any medications beyond the standard of care. The lens is unavailable for return as it has been discarded. No additional information was provided.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between nov 13, 2023 and may 21, 2025. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.